Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: social media.

Event description:
Reported false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic or how many false positive results were obtained. The customer communicated that they have tested positive with faint pink lines on quickvue sars otc over the past 2 months and they were confirmed negative with other rapid antigen testing. The customer was unable to provide further details and clarification.